Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the abdomen. The patient reported that he was hospitalized twice using the same sensor. The first time, on 03/01/2023, the patient did not feel any symptoms of hypoglycemia, but lost consciousness and was found by his friend who called 911 and was brought to the hospital. The patient regained consciousness in the emergency room, was given an unspecified intravenous treatment, and was discharged the next morning at 4am when the values were okay again. From this first event, the patient did not remember an exact comparison of the values between the bg and the cgm, but when he was discharged, the cgm was reading 160 mg/dl. While using the same sensor, on 03/02/2023, around 8:15am, the patient was again brought to the hospital. The patient spoke with someone on the phone and again had no symptoms of hypoglycemia but was found unconscious and unresponsive by his friend who again called 911 and took him to the emergency room. The patient regained consciousness in the emergency room and at that time the cgm reading was 160 mg/dl, and the bg reading was 29 mg/dl. The patient was given an unspecified intravenous treatment ¿to make his reading stable¿ and was discharged the same day around 6pm where his bg reading was at 140 mg/dl. At the time of the report the patient was in a good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.